Event description:
The customer caregiver called and stated the device code key has 157 marked on it but when the device is turned on the code displayed is 757. The caregiver stated they had been seeing a difference on the results and was dosing insulin based on the results. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.